Manufacturer narrative:
The 17 other = device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs to be replaced to address the issue. An issue related to the nurse call connector was observed. The device's interface board needs to be replaced to address the issue.